Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective reference electrode. The fse replaced the reference electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported questioned low ise (ion selective electrode) patient results were generated on their laboratory¿s au480 clinical chemistry analyzer. The erroneous results were not reported out of the laboratory. There was no report of an injury or illness to the patient attributable to the output from the device in this event. The customer did not provide data for review.